Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up and down arrow keypad buttons were intermittently unresponsive. The reporter denied damage to the keypad. The patient reportedly wore the pump in a fanny pack and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 04/05/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the keypad issue, the display screen was found to be faded and discolored; the display was replaced with a test screen and the display returned to normal.